Event description:
Boston scientific received information that during an in-clinic follow up, the patient was sitting in a chair with a programmer wand over this pacemaker. While printing reports from the programmer to an external printer, pacing inhibition for greater than two seconds was observed. The patient is pacemaker dependent and had experienced dizziness. No noise was observed, just pure pacing inhibition. The programmer wand cord was reported to have abraded insulation. Sensitivity programming changes were made and no further pacing inhibition was observed. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.